Event description:
It was reported a modular cable change performed in clinic. The patient was placed on their backup system controller. The controller screen indicated appropriate speed and flows. The heartmate touch (hmt) indicated adequate flow and speed as well. The green circle on controller did not appear to be on. The patient proceeded to become less responsive until they eventually lost consciousness. The patient was changed back to their old controller and the patient quickly regained consciousness. A new controller was used for the modular cable change. The site then proceeded to hook up the controller to demo pump, and the pump appeared to be working, and the green light was on but very dim in appearance. Log files were sent for review. The event log files current data showed the controller was powered up on 07may26 at 9:38. The driveline was connected at 10:02 and then disconnected at 10:04. When the driveline was connected the pump operated as intended.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.